Event description:
The customer reported that the suspect device was used to check their blood glucose and a result of 929mg/dl was obtained. The pt called a nurse who said the device was probably wrong and advised the pt to retest every thirty minutes. The nurse also advised the pt to eat. The customer did not show symptoms of hyperglycemia. Repeat results were 122, 112, 147 and 140mg/dl. The customer did not receive any medical treatment.